Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient was in the emergency room (ER). The specific reason for the ER visit was not provided. Based on review of data from their implanted pacemaker device, the presenting electrogram showed loss of capture on this right ventricular (rv) lead. The right ventricular automatic threshold (rvat) test from the previous day showed a threshold result of 1.5 volts at 0.4 milliseconds and the pacemaker device was noted to be programmed with the trend feature on and a rv pacing output of 2.0 volts at 0.4 milliseconds. The patient was indicated to have an intrinsic rhythm in the 30 beats per minute range. Boston scientific technical services (ts) provided guidance to the boston scientific representative to evaluate the rv lead threshold with a programmer and possibly reprogram the pacemaker device to use the auto feature. The representative noted they would discuss this with the physician. The following day, the representative indicated the issue was temporarily resolved by increasing the rv pacing output and the rv lead would be revised. A subsequent rv lead surgical revision procedure was performed. A temporary pacemaker was in place prior to the start of the procedure. The rv lead was going to be repositioned. However, during the procedure, the rv lead helix would not extend after being retracted. As a result, the rv lead was surgically abandoned and replaced with a new lead. There were no additional adverse patient effects.